Event description:
During service by baxter the "channel select" button on the channel "a" pump-head module keypad was found to be inoperable. There was no patient injury or medical intervention necessary according to the facility representative. No additional information is available.

Manufacturer narrative:
The condition of a pump with a inoperable "channel select" button on channel "a" was confirmed. The assignable cause was not identified; however, the pump's channel "a" pump-head module keypad was replaced to correct the condition. This issue is being investigated under CAPA.